Manufacturer narrative:
Analysis was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed displacement test, rewind test, basic occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Analysis was unable to confirm excessive no delivery alarms due to prime anomaly. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error alarm. The customer's blood glucose was 6.2 mmol/l at the time of incident. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.